Manufacturer narrative:
A ge svc rep performed an on site investigation. The power control board and workstation power supply were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the sys displayed a blank image and failed to fluoroscopy. No report of pt injury.